Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the distal part of the stent struts was lifted. The procedure was completed with another 2.25 x 12 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.